Event description:
It was reported that this device could not be interrogated. Three attempts to do a magnet reset were unsuccessful. Technical services advised to try a different room to see if that works. The patient wanted to leave, so no further attempts were done. There were no adverse patient effects. The device remains implanted.